Event description:
It was reported that the user experienced a hypoglycemic event last recorded at 65 mg/dl while using the ilet system, with sporadic lows and no clear cause identified; the user called for guidance and was advised to treat the low first, then eat and announce during the meal to prevent recurrence. Customer care provided support by troubleshooting and education with the user. Investigation of this case revealed no device alerts or alarms and an unclear root cause. It was concluded that the event was user-managed with education provided and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.